Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient did not have a bowel movement in 48 hours. Patient had a bowel movement that got stuck yesterday, things had been good since then but they stated things got messy because of it. Patient had not had any bowel movement in last 24 hours and had only some leakage the night prior. Patient also mentioned that they had not been feeling any stimulation. Patient had increased stim to feel comfortably. Patient also mentioned they had some bandaging issues and also could not completely empty when voiding. Patient did not have a bowel movement in 24 days, it had been three days in total. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they did not have additional information regarding the issues, but the patient did move to stage 2 implantation. No further information reported.